Manufacturer narrative:
Product event summary: analysis found the ventricular output connector was broken. Analysis also found both bail covers were broken. It was noted the device passed incoming test.

Event description:
It was reported the external pulse generator was defective and doesn't work. The epg was returned for service. No patient complications have been reported as a result of this event.